Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced high blood glucose after changing infusion set supplies and taking a nap. The patient reviewed the device, tubing, and infusion set and found no external leaks. Upon removing the cartridge, the inside of the device chamber was noted to be wet with insulin. The patient provided a photo showing air bubbles in the cartridge that were not present during the initial supply change. The patient was advised to dry the chamber with a lint-free cloth and replace all supplies, which the patient planned to do. The patient¿s blood glucose rose above 400 mg/dl and remained elevated for approximately three hours. The patient did not use backup therapy, did not test for ketones, and did not receive medical intervention or outside assistance. The patient reported feeling slightly nauseous during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.